Event description:
I cannot remember an exact date I have just noticed over the last year or two my symptoms keep getting worse. I have had severe headaches, extreme fatigue, excessive hair loss, excessive mood swings, hypersensitivity to seafood and constant leg sensitivity, extreme constant pain in left lower quadrant of my stomach, and back aches. I have spent countless dollars and trips to the doctors for check ups, tests, lab work to no avail. I cannot turn from normal stance to the right without a severe tearing pain in the left tubal area. The constant pain is a tearing, stabbing pain in the area of my left tube.